Event description:
During a follow-up on 29 january 2020, the right ventricular lead no longer captured in either unipolar or bipolar configurations. Sensing and impedance were normal. The patient was listed for a non-urgent rv lead revision. The subject pacemaker was left in safer pacing mode at this time. During a follow-up on 13 may 2020, right ventricular sensing failure was observed. The pacemaker was reprogrammed to aai mode at 60bpm. When the patient was interrogated on (B)(6)2020 at 11:52 for right ventricular lead revision, the pacemaker was found to be vvi mode at 70bpm with unipolar sensing and pacing and output was at 5v/0.5ms. At 15:22, reprogramming was performed and polarity lead switch was turned on.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a follow-up on (B)(6) 2020, the right ventricular lead no longer captured in either unipolar or bipolar configurations. Sensing and impedance were normal. The patient was listed for a non-urgent rv lead revision. The subject pacemaker was left in safer pacing mode at this time. During a follow-up on (B)(6) 2020, right ventricular sensing failure was observed. The pacemaker was reprogrammed to aai mode at 60bpm. When the patient was interrogated on (B)(6) 2020 at 11:52 for right ventricular lead revision, he was found to be vvi mode at 70bpm with unipolar sensing and pacing and output was at 5v/0.5ms. At 15:22, polarity lead switch was turned on.